Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. The customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address bg. Ultimately, the customer was able to reconnect the pump to the transmitter and resume insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.